Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Bg cause was not known. Customer drank coffee to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the pump touch screen was registering incorrect interactions. Customer¿s blood glucose level was 200 mg/dl. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.